Manufacturer narrative:
The catalog number identified has not been cleared in the u.s. But, it is similar to the covera vascular covered stent products that are cleared in the us. The 510 k number and pro code for the covera vascular covered stent products are identified. As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 11/2017).

Event description:
It was reported through the results of a clinical trial approximately two years three months post index procedure, 70% stenosis lesion was identified and re-intervention was performed to pulsatility using a standard pta balloon and final residual stenosis was 10%.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: a physical sample was not available for evaluation, and images have not been provided; the alleged stenosis could not be re produced which led to an inconclusive evaluation result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use sufficiently address the potential issue. Regarding pre- and post- dilation, the instructions for use states: 'pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated' and 'post dilate the covered stent with an angioplasty balloon sized appropriately as to ensure complete wall apposition to the reference vessel.' The IFU further state 'potential complications may include, but are not limited to: thrombotic occlusion, restenosis requiring reintervention'. Holding and handling of the system throughout deployment was found sufficiently described. H10: d4 (expiry date: 11/2017). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial approximately two years three months post index procedure, 70% stenosis lesion was identified and re-intervention was performed to pulsatility using a standard pta balloon and final residual stenosis was 10%. The current status of the patient is unknown.